Manufacturer narrative:
Initially provided information was pointing to coming off cover. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause serious injury. According to additional clarification provided by the getinge technician, the cover was hanging out. Intial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of falling parts on this device. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover was coming off from the joint. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 19th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover was coming off from the joint. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated the spring plate is hanging out from the joint (spring arm to extension). Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of falling parts, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 19th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover was coming off from the joint. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated the spring plate is hanging out from the joint (spring arm to extension). Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of falling parts, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover was coming off from the joint. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer